Manufacturer narrative:
H11: corrected data: MFR #2015691-2024-00667 is a duplicate report and was already submitted under MFR #2015691-2024-00412.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27 11060a valved conduit underwent a valve-in-valve procedure after an implant duration of 1 month due to thrombus on the leaflets secondary to hit. The patient developed heparin induced thrombocytopenia (hit) shortly after avr surgery. Due to this emergent situation, the patient had to be treated and then developed thrombus on the leaflets, which caused the valve to fail. The procedure was performed with a 26mm 9755rsl transcatheter valve successfully.